Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between the patient event of peritonitis and peritoneal dialysis (pd) therapy on the liberty select cycler with cycler set. However, there is no documentation in the complaint to show a causal relationship between the event and the liberty select cycler or cycler set. Additionally, there is no allegation of a machine malfunction or leak with the cycler set reported for this event. Based on available information a cause of the peritonitis cannot be concluded.

Event description:
Follow up information received for a separate event stated the patient had a recent history of peritonitis. Upon follow-up, the patient¿s peritoneal dialysis nurse confirmed the patient was cultured on (B)(6) 2018, the results were positive (unknown organism) and was subsequently hospitalized from (B)(6) 2018. The cause of the peritonitis is unknown. Additional information was unavailable.